Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity,

Event description:
The biomedical technician at the user facility reported that the display was blank on a 2008k2 hemodialysis (hd) machine. Additionally, the biomed observed smoke emanating from the backlight inverter board. The biomed indicated that the machine was being prepared for use when the issue was identified and that technical support was contacted to confirm the part number for the backlight inverter board. The biomed replaced the backlight inverter board to resolve the issue. No burnt, charred, or melted components were observed on the board. Following the part replacement, the unit was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that the backlight inverter board was replaced to resolve the issue. No burnt, charred, or melted components were observed on the board. Following the part replacement, the unit was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.